Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, and investigation conclusions), h10. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not repaired.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an loop leak and the equipment had been deactivated. The customer was also informed that there were blood stains on the balloon, but there were no blood stains on the equipment. The customer was clearly informed that the equipment cannot be used if blood enter the device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.